Manufacturer narrative:
The product has not been received for evaluation. We are unable to confirm any malfunction/determine if device behavior could have contributed to the reported high blood glucose, subsequent hospitalization visit. Lot release records were reviewed and the product lot met all acceptance criteria the omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported blood glucose levels (bg) reached 28.7 mmol/l (>500 mg/dl) and was admitted to the hospital on (B)(6) 2016. He was placed on an IV insulin drip and bg level decreased, he was discharged on (B)(6) 2016. The patient is now home.